Event description:
A 3.0mm diameter by 12mm length s7 stent delivery system was inserted in attempt to direct stent a 90% lesion in the mid-right coronary artery. It was not possible for the stent to cross the target lesion, therefore, the stent delivery system was pulled back from the coronary artery. As the stent delivery system was pulled into the guide catheter during removal, the stent caught on the tip of the guide catheter causing it to dislodge from the delivery balloon. Subsequently, a 1.5mm ptca balloon was inserted through the undeployed stent and inflated to expand the stent in the proximal artery. A 3.0mm ptca baloon was then inserted to complete the deployment of the stent. The target lesion was then treated with balloon angioplasty. The pt was reported to be fine post procedure and there was no additional clinical sequelae reported related to the event. The lesion not being pre-dilated contributed to the stent not crossing the lesion. The instructions for removal of an undeployed stent were not followed, when the stent was pulled into the guide catheter while the catheter was still engaged in the coronary artery.